Event description:
It was reported that the suturing device would not allow cartridges to lock in place, 3 or 4 different cartridges were tried. After the case it was noticed that the needle was broken. The case was completed using a different product.

Manufacturer narrative:
Additional manufacturer narrative: the patient identifier, age, weight and gender were not reported.